Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (occlusion issue) issue. Reportedly, the pump alarmed multiple times for call service 064 or occlusion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/11/2015 with the following findings: on investigation, the alleged occlusion alarm issue was verified in the black box but not duplicated in the evaluation. Review of black box data found occlusion warnings due to high force. Using the returned caps, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. The force senor calibration reading was within specifications. Unrelated to the complaint, the display was dim and discolored. Battery compartment was found below the grip pad.